Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation underneath the front electrodes and one of the therapy electrode pads. The irritation was described as raw. The patient's doctor instructed the patient to apply hydrocortisone cream to the irritation. After using the cream, the patient reported that the irritation had started to improve. There were no allegations of a device malfunction contributing to the irritation.